Event description:
It was reported that patient was unable to set their ipg to MRI mode. Surgical intervention was undertaken on (B)(6) 2021 in which the leads were unplugged and reinserted into the ipg, resolving the issue.

Manufacturer narrative:
Event date is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.